Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zmc on 6/14/2016. Evaluation is currently underway. There is no evidence of a device malfunction contributing to the patient's death. The electrode belt evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A distributor contacted zoll to report that a patient had passed away while wearing the lifevest. Prior to the patient's passing, the device delivered five inappropriate shocks. It was reported that the patient was unconscious and his wife. Witnessed the event. CPR had been initiated by ems on the way to the hospital during the treatment event. The first two treatments were delivered while the patient's rhythm was asystole. The post- shock rhythm was asystole for the first two treatments was also asystole. Shocks 3-6 were delivered during asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact for treatments 3-6. CPR artifact contributed to the false detection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to treatment. The patient passed away on (B)(6) 2016.